Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, multiple supply changes were performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.